Event description:
Star total ankle replacement components were removed due to implant loosening most likely caused by inadequate osteointegration. The lack of osteointegration is believed to be attributed to a non-compliant patient.

Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing, model#: 400-140; lot#: 0928123; expiration date: 01/01/2015, device manufacture date: 01/2010. Star total ankle replacement, talar component,model#: 400-252, lot#: 091204/2359; expiration date: 06/01/2015; device manufacturer date: 06/2010. There were no deviations reported in the dhrs for part no. 400-140, lot no.0928123; and part no. 400-252, lot no. 091204/2359. The DHR for part no. 400-262, lot no. 100311/2966 notes that 2 outof 40 pieces were discarded. All released parts were within specification.